Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 6 months after the dental implants was installed in intraoral region #13, it was verified its non osseointegration. 42 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type iii and bone graft was not executed.